Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however there was no report of harm to the pt. Additional follow-up info was requested on 06/27/2014 regarding pt/ event details. Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Event description:
It was reported that the urine did not drain from the bladder to the pouch; only 7 milliliters were noted in the pouch and more than 1000 milliliters were in the pt's bladder. It was also stated they discontinued usage of the device and replaced it with an 'ordinary' catheter in which there were no reports of urine impediment.